Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a medwatch by the food and drug administration that the customer reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2019 with blood glucose of 60 to 40 mg/dl at the time of the incidents. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer did not call medtronic. The customer reported having gone through 8 pumps due to malfunctions, sensor glucose versus blood glucose differences, and physical damage. The insulin pump will not be returned for analysis.